Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen does not work. The customer reported the screen delaminated in the bottom right hand corner. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component could be confirmed. There is visible water ingress. This issue will be internally investigated within vyaire.